Event description:
It was reported that implants were removed due to poor positioning additional information: doctor was originally revising because patient was experiencing pain due to the position of the cup. When patient was opened up, the stem was too anteverted as well so he decided to replace the stem also.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding malposition involving an adm shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that implants were removed due to poor positioning. Additional information: doctor was originally revising because patient was experiencing pain due to the position of the cup. When patient was opened up, the stem was too anteverted as well so he decided to replace the stem also.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report.